Manufacturer narrative:
(B)(4). Physio-control recommended that the device be evaluated and that the battery be replaced. Due to the age of the device and any costs associated with a new battery and device evaluation, the customer has declined service at this time. The customer advised that any money spent on maintenance/repairs must be approved by their board which only meets during the baseball season. The customer further advised that there aren't any scheduled board meetings at this time and she is unsure when a decision will be made on what they will do with the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.